Event description:
The customer contacted baxter's technical service center (tsc) because the caregiver (cg) needed to start over with all new supplies. The home patient (hp) was in initial drain. The cg stated the patient line was full of air. The baxter technical service representative (tsr) assisted the cg to cycle power off then on and end therapy. The cg would start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(4) 2011 regarding the air in patient line. The cg reported that the issue was resolved by starting over with new supplies, but she did not know the cause of the air. Per the cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that she discussed the alarm with the hp nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.